Manufacturer narrative:
(B) (4). Patient selection. (B) (4). Device #2: part #12673-03, lot #88047-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the heavily calcified left common femoral artery. Reportedly, a cuff miss occurred when the needle plunger was retracted there was no suture. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no add'l info was available.